Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 12f sheath hole prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, the proglide device failed at step number 3, and the entire thread came out. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 16f sheath and the tavi procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The cause of the reported needle to cuff miss appears to be related to operational context. The subsequent treatment is related to the circumstances of the procedure. In this case, based on the "whole suture came out" it is likely a malposition of the device occurred due to friable vessel or sub optimal depth. Therefore, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.